Manufacturer narrative:
(B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 2/4/2020, and the physician was provided a notification letter with recommended actions.

Event description:
It was reported by a nurse that when the nurse programmed a patient back on after it had been disabled for an MRI, a low output current pop-up message was received on her (B)(4) tablet. The patient still perceived stimulation. After exiting and starting a new programming session with the patient and running diagnostics, the low output current message went away. Internal testing and data review identified that false low output current messages can occur when m3000 (B)(4) software programs a m103-106 generator after a specific programming sequence occurs. When m3000 (B)(4) tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message.. The low output current messages in these cases are false and do not impact generator function. Based on the report from the nurse, the programming sequence that occurred that day was consistent with the false low output current mechanism described above no further relevant information has been received to date.